Event description:
There was a massive leak. Bright red blood was noted and blood backed up into the pump. The iab was removed. No alarms sounded. The contact stated that the pt needed to go to surgery for another iab, but the dr was reluctant to insert another iab at this time. On 8/27/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: surgery prolonged - rpt'd 2/10/97. Pt current status: unk - rpt'd 2/10/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.